Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event and the patient was in stable condition. A lead fracture was the suspected cause of the event, however, this was not confirmed via diagnostic imaging.